Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient came in with a right peri-prosthetic hip fracture that was also infected. Removed all reclaim and pinnacle implants and wired up femur and implanted a prostalac stem and cup. The stem was loose at the bone to implanted interface because of the fracture.